Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the patient cable was fractured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the external pulse generator (epg) was connected to a patient, both sensing and pacing failure occurred. The device mode was vvi and was set to pace at a rate of 60 ppm (pulses per minute). The patient experienced asystole, and then the patient's heartbeat was restored by using another epg and performing cardiac massage. The change in patient condition was noticed after a medical staff member found pacing failure on the electrocardiogram (ECG) monitor. The epg is expected to be returned for servicing. No further patient complications have been reported as a result of this event. The patient cable that was used with the epg for ventricular pacing was found to have a fracture.